Manufacturer narrative:
(B)(4). The insulin pump had pump error alarm during the rewind test due to corroded motor home switch. The test p cap locks properly in place in the reservoir compartment noted. Unable to perform the displacement test due to pump error alarm. Pump received with scratched case and pillowing keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had issues. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.